Manufacturer narrative:
Boston scientific received information that the local representative spoke to the patient's physician. The rv defibrillation lead has not been explanted and tachycardia therapies have not been reprogrammed back on. The clinic received some follow up information from the patient's past clinic, but none of it had any kind of therapy delivered. They are still working with the patient to get more information. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative(fcr) contacted boston scientific's technical services (ts). The patient was presented back to the electrophysiology (ep) laboratory for a routine device changeout. Following connection of the replacement device, the rv pacing thresholds were 1.0 volts at .4ms associated with an shock impedance measurement of 43 ohms and pacing impedance of 432 ohms. The local representative reported that the rv lead was connected to the pacing system analyzer and all measurements were normal. All measurements were within normal limits through the replacement device up until defibrillation threshold testing (dft) and a fault code#1005 was identified. After that, the measured shock impedance was greater than 200 ohms. Ts informed the fcr that this fault code is indicative of a high voltage conductor fracture. Ts recommended that the chronic rv lead should be replaced. The fcr reported that device-lead connections were checked and no issues were encountered. Additionally, fluoroscopic imaging did not identify any obvious conductor fracture. The fcr asked if there has been cases of battery rebound in cognis/teligen devices. This patient's chronic device had an explant indicator reached on (B)(6). The indicator had gone back to less than 3 months during the device replacement procedure. Ts explained that there most likely had a voltage check that ticked the indicator back up above the explant indicator. The fcr commented that because of the patient's complex medical history, the physician elected to program tachycardia therapy off but biventricular pacing therapies was left on. It was noted that there was left ventricular (lv) capture on two out of six vectors of the competitor lv lead. Both vectors exhibited high pacing thresholds.